Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the right ventricular (rv) lead, the anchoring sleeve was not exposed from outside the body and the sleeve moved when the lead was operated. A different lead cap was used as a substitute for the anchoring sleeve. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.